Manufacturer narrative:
Result of investigation: vyaire medical was unable to confirm the issue - a 'vent inoperable' message was displayed on the unit. Vent was hooked up to a known good ac power source, a patient circuit and a known good o2 source. Vent passed the 260 hrs. Of extended test without any power issue or unusual alarm condition. Service performed several power on/off, and the vent passed with no issues. Vent was docked to a docking cradle, external power led and battery charging status lit. Vent passed initial final test and initial alarm volume test with no restriction. Unit was then opened and inspected, and no anomalies were found. Ventilator was processed through service to meet all factory specifications and standard.

Event description:
It was reported to vyaire medical that a 'vent inoperable' message was displayed on the revel ventilator. There was no patient involved in this reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.